Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed ECG error. As a result, the analog board was replaced to remedy the problem. Further testing of the board observed the issue due to ECG software at version 0000. The board was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.